Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the vibration mode stopped working and the care link upload is not completing. The customer stated that she gave herself a bolus when she noticed the pump did not vibrate after pressing act. The customer stated that she performed a self-test and the vibrate mode did not function. The customer stated that the pump did not vibrate when they pressed act. The customer stated that the pump's battery is not low. The customer stated that the pump may not detect a new battery if it is installed during a self-check.